Event description:
Extensive anterior vaginal wall erosion of polypropylene mesh from a prolift cystocele repair performed in 2007 by dr at the hospital. Planning on excision of the prolift mesh erosion and hysterectomy for recurrent cervical prolapse in 2008. Dates of use: 2007-- 2008. Diagnosis or reason for use: pelvic organ prolapse.